Event description:
It was reported that the right ventricular (rv) lead impedance had been gradually increasing until it reached a high range. It was further reported that pacing from the left ventricular (lv) lead was only possible in one vector. A chest x-ray revealed no anomalies and it was decided to follow the patient closely. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert and that the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst commented that an out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. The analyst further commented that the ventricular pacing impedance rose from an approximate baseline of 1000 ohms the week ending (B)(4) 2013 to over 3000 ohms the week ending (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5594 implantable pacing lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was later reported that an attempt was made to replace the rv lead but the lead could not be extracted due to anatomical issues. The lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.